Event description:
Procedure type: anastomosis. According to the reporter: the instrument was fired and the donut observed to not be fully formed. Reportedly, the staples had not formed properly. This tissue was removed and a second instrument was used to complete the anastomosis.